Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she had received her test plug and wanted to test it. Customer's blood glucose was 420 mg/dl. She mentioned the insulin pump had alarmed calibration error and sensor to calibrate. Troubleshooting was performed and customer was unable to reconnect the old sensor. No troubleshooting was performed for the high blood glucose. Customer was advised to change the sensor and call when sensor was inserted to properly continue troubleshooting. The transmitter is not returning for analysis.